Event description:
A report was received that the patient's ipg migrated. When the patient leans back, he experiences pain at the pocket site. The physician revised the ipg and the lead was replaced due to high impedances. The patient is reportedly doing well.

Manufacturer narrative:
Visual and photographic imaging of the explanted lead revealed four cables were completely broken at the bent/kinked location of the leads. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#: (B)(4), model description: linear st lead with preloaded enhanced stylet - 50 cm the lead was explanted on (B)(6) 2012 and returned to bsn.

Event description:
A report was received that the patient's ipg migrated. When the patient leans back he experiences pain at the pocket site. The physician revised the ipg and the lead was replaced due to high impedances. The patient is reportedly doing well.